Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and discovered liquid in the reagent probe b collar wash vacuum valve (part #(B)(4)) had failed. The valve was replaced and the instrument restored to specifications. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they found liquid inside the cartridge chemistry (cc) reagent compartment and on top of several reagent cartridges on the unicel dxc 600 pro synchron chemistry analyzer. The customer also found the black drip tray below the reagent probes was half full. The leak was contained on the instrument. The customer was wearing proper protective equipment (ppe) consisting of laboratory coat and gloves during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.